Event description:
As reported, during use in patient of this swan ganz catheter, huge resistance was noticed when using it and the measurement was not accurate. No further information was available. Replacing the device for another one, the issue was solved. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device was received for evaluation. The report of huge resistance and measurement was not accurate was unable to be confirmed. As received, an indentation was observed at 90cm from distal tip. Location of the indentation was aligned to contamination shield adapter. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 degrees celsius when submerged into a 37.0 degrees celsius water bath. The catheter ran cco in 37.0 degrees celsius water bath on hemosphere monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was measured 40.18 ohms at 37 degrees celsius being within specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No other visible damage or inconsistency was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The complaint affected unit was returned for evaluation and no defect was found; therefore a product non-conformance or device failure could not be confirmed. Since a failure mode could not be confirmed, and with the information available, a root cause could not be identified. As part of the manufacturing process the units go through an electrical inspection and a guidewire inspection process.